Event description:
It was reported that during a totally occluded right carotid artery interventional procedure, when the bmw wire was removed from the anatomy, the tip was sheared off. There were no signs of the tip in the body. It is unknown when the tip sheared. No resistance was felt. A second bmw was used with a non-abbott balloon. The balloon became stuck on the wire. It could not advance or be removed, so both devices (wire and balloon) were removed as one unit. There was no adverse patient sequela reported. Another bmw wire was used without issue. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first bmw guide wire is being filed under a separate medwatch MFR number. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. In this case, the lesion was described as totally occluded which could have contributed to the reported difficulties as explained above. The guide wire and the balloon catheter were not returned which may have aided in the evaluation. The lot history record was reviewed and there are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for difficult to position and remove for this part and lot combination. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after they are loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A conclusive cause could not be determined for the reported difficulties and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Analysis of the nine unopened sterile guide wires noted that the guide wires were returned coiled in the coil dispenser inside a clear unopened tyvek pouch. All nine guide wires were returned with the same label description of part number: 1001782-hc and lot number: 1041971. All nine guide wires were removed from the returned coil dispensers without resistance noted. The tips were tugged on to confirm that the core and shaping ribbon were intact. Analysis found no damage to the returned nine unopened guide wires.